Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to infection. No adverse patient effects were reported. The right atrial (ra) lead was explanted.